Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that the device ratchet handle would not ratchet and no harm reported. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device history record and previous repair record for zimmer skin graft mesher serial number (B)(4) were reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The record reviews found no issues with the device and all verifications, inspections, and tests were successfully completed. Using the machine-repair reports and the repair sites folders on livelink to query for all repairs on serial number (B)(4) prior to 8 january 2019, the device was noted to have been previously repaired once for the ratchet getting stuck on the roller reported on 5 september 2018. The device history record for zimmer skin graft mesher serial number (B)(4) was reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The record review found no issues with the device and all verifications, inspections, and tests were successfully completed. Using the machine-repair reports and the repair sites folders on livelink to query for all repairs on serial number (B)(4) prior to 8 january 2019, the device was noted to have not been previously repaired. The reported event was confirmed by the service technician who evaluated and repaired both devices. On 8 january 2019, it was reported from (B)(6) hospital that the ratchet would not ratchet on a mesher. Follow-up noted that one of the devices also had a bent comb. The customer returned zimmer skin graft meshers serial number (B)(4) as well as a 1.5:1 cutters serial number (B)(4) for evaluation. Evaluation of zimmer skin graft mesher serial number (B)(4) on 15 january 2019 noted that the device was within calibration and test cut specifications. Upon further evaluation, the roller was found to be damaged and the ratchet would not engage properly, citing a damaged ratchet gear. Evaluation of zimmer skin graft mesher serial number (B)(4) on 16 january 2019 noted that the device was within calibration and test cut specifications. Upon further evaluation, the roller and ratchet gear were found to be damaged and the ratchet would not engage properly. Both of the returned cutters were also tested and noted to have produced passing cuts. Repair of zimmer skin graft mesher serial number (B)(4) occurred on 15 january 2019 while the repair of zimmer skin graft mesher serial number (B)(4) occurred on 16 january 2019. Both repairs involved replacing the roller and ratchet gear for each device. The technician then tested both devices and verified that they were both functioning as intended. Both of the meshers and the cutters were then returned to the customer without further incident. The devices were tested, inspected, and repaired. Reference number (B)(4) on 8 january 2019. While the service technician found that each of the device had a ratchet with a damaged ratchet gear, which would prevent the device from properly attaching the ratchet and rotating the roller as intended, it cannot be determined from the information provided as to how the ratchet gears were damaged in the first place. Therefore, a specific root cause of the reported ratcheting issue cannot be determined. In addition, neither of the device were found to have had a bent comb during evaluation of the device. As such, the root cause of the reported bent comb cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information is available.

Event description:
It was reported that the customer could not get the handle all the way on two meshers, and it would not move the carrier through the machine. The event occurred during surgery. No additional skin graft was needed. No delay occurred. Two meshers were used during this event. The same malfunction occurred for both devices during this event. A bent comb was reported on one of the meshers it is unknown which mesher had the bent comb. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This follow up report is being submitted to report additional information.